Event description:
It was reported rapid battery depletion leading to shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.